Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the cios fusion system. During a surgical procedure it was reported that the system shut down. Additional information was received that possible injury to a patient could not be excluded. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system log files, and system history. The log file analysis showed that the system turned off automatically several times on two different days. Upon investigation the siemens service engineer replaced the reset button after which the system recovered. The evaluation of the delivered component showed that a defective contact forced shutdown. The fault can be reproduced by lightly touching (simulation of vibrations) the connection cables inside the trolley of the reset button. Following the forced shutdown it was always possible to turn on the system again. The defective reset button has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this non-systematic event.